Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that after a difficult retraction, needle sticks occurred with a bd vacutainer® push button blood collection set. This occurred on 4 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that four needle sticks occurred when retracting the device.

Manufacturer narrative:
Medical device type: jka & fpa. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after a difficult retraction, needle sticks occurred with a bd vacutainer® push button blood collection set. This occurred on 4 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that four needle sticks occurred when retracting the device.